Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate electric shocks and anti-tachycardia pacing (atp) due to multiple episodes of atrial fibrillation (af) with rapid ventricular response. Additionally, boston scientific technical services (ts) noted oversensing of noise on the ventricular channel that resulted in inappropriate anti-tachycardia pacing (atp). This right ventricular (rv) lead exhibited high out of range pace impedance measurements and low amplitude. No additional adverse patient effects were reported. At this time, this device system remains in service.